Event description:
It has been reported to philips that a monitor in the procedure room lost its signal. It cannot be ruled out that the live image was lost without more information therefore we are conservatively reporting this. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the coronary procedure was being performed when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the one monitor on mcs which provides switching functionality has issue. Upon functional testing, fse found that the monitor was not receiving power and there was no continuity from power terminal to mcs monitor power plug. Fse removed broken cable and replaced it with existing unused cable. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.